Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found for transmitter ID 8qe8h2. In addition, signal loss greater than one hour was found in connection to the reported allegation for transmitter ID 8kt4w3. The probable cause of the signal loss was the patient closing the mobile app which led to signal loss.the reported event of no readings is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.